Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was severed, damaging all wires in the cable. The root cause for the severed wires could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.